Event description:
A malfunction was reported, with a specific malfunction code displayed. There was no adverse impact to the customer's blood glucose level. The customer did not reset the pump before contacting support, so customer technical support provided information to reset the pump and assisted with the process. After resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappears, which the customer acknowledged and understood.